Event description:
It was reported that out of range issues occurred between the transmitter and pump greater than 15 minutes, with no continuous glucose monitor (cgm) sensor readings. Customer's blood glucose 27 mg/dl. Cause of low bg was due to the out of range and the pump not suspending insulin due to the pump reverting back to personal profiles. Multiple attempts were made by tandem technical support to follow up with customer regarding the issue, however, no response was received. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.